Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: mobile system 25.7 mmol/l and aviva system 4.6 mmol/l; mobile system 27.9 mmol/l and aviva system 12.4 mmol/l; mobile system 19.7 mmol/l and aviva system 8.2 mmol/l; mobile system 17.3 mmol/l and aviva system 6.4 mmol/l; mobile system 19.0 mmol/l and aviva system 8.0 mmol/l. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva system. An empty vial was returned.